Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the cannula was visible but the pink slide did not move forward; indicating the needle mechanism did not function as intended. The patient's blood glucose rose to 10 mmol/l (180 mg/dl) and reported bleeding after wearing the pod for between 5 and 24 hours. As treatment, a new pod was applied.